Manufacturer narrative:
(B)(4).

Event description:
The facility contacted baxter (B)(4)technical services to report a one-link needle-free IV connector with neutral fluid displacement that has a connection issue. The "IV tubing becomes disconnected with one-link cap. Cap stayed connected to t-piece of IV but was disconnected from IV tubing". It is unknown when this malfunction was observed. It is unknown if there was a patient involved; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.